Manufacturer narrative:
The universal surgical manipulator (usm) was analyzed, and failure analysis investigations were unable to replicate or confirm the reported issue. The usm came in for failing to verify the yaw pot range. It was confirmed but not replicated. The usm was tested on an in-house system and triggered no errors. The usm was also passed all tests on the testing platform. Upon further investigation, no fluid intrusion was noticed. As a precaution, the yaw sl printed circuit assembly will be replaced.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting arm 3 was experiencing resistance and hard drift towards arm 4 when docking, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse was able to replicate the reported issue. Fse then replaced the distal set up joint (suj) and the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the distal set up joint (suj) involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint but could not replicate. The unit was installed in the in-house system and the unit passed all test. The unit was then installed on the patient side cart (psc) fixture test platform (pftp) and the unit passed all tests but stopped suddenly at the tornado twang test. As a fix for the reported problem, the motor module harmonic drive and searchlight assembly will be replaced. The complaint regarding arm 3 was experiencing resistance and hard drift towards arm 4 when docking was confirmed by failure analysis, which indicated that the device did contribute to the customer reported issue. Also, a return material authorization (RMA) was issued to the customer and that the usm unit was received for evaluation. However, the failure analysis to confirm/identify any reportable failure mode(s) has not yet been completed as of the date of this report. Additional information is being gathered and the failure analysis of the universal surgical manipulator (usm) is still in progress and as such, the probable root cause has not yet been determined. A follow-up MDR will be submitted after the failure analysis has been completed.

Event description:
It was reported that during a da vinci-assisted surgical procedure, arm 3 was experiencing resistance and hard drift towards arm 4 when docking. The site was able to dock, and the system was then working. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: confirmed that the procedure was a robotic assisted cholecystectomy. The issue was noticed when docking and targeting. Once the robot was docked, the instrument was installed, and the procedure went fine with no further issues. There was no harm or injury to the patient. There was a delay of 5-10 minutes while assessing if the robot was okay to proceed with the procedure.